Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code z494g. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. The needle breakage was confirmed. The following information was requested, but unavailable: please provide the lot number for the involved device.

Event description:
It was reported that a patient underwent an unknown laparoscopic ob-gyn surgery on (B)(6) 2021 and suture was used. During the procedure, the needle could not be passed through the dermis smoothly. The surgeon suspected that it was dull needle, the needle was replaced. After it was replaced, suturing could be done without problem. There were no adverse consequences to the patient. Upon evaluation of the returned device, the needle was broken.